Event description:
A pixel issue was reported on a customer's pump display, which impacted the customer's ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support agreed to replace the pump and informed the customer about the shipment and provided instructions for returning the faulty unit. The customer acknowledged the instructions, and arrangements were made to ensure insulin delivery continuity with the current pump until the replacement arrives.